Event description:
The surgeon was performing a unicondylar knee replacement with the tactile guidance system (tgs), which resulted in a tibial cut by the surgeon outside of the plan. The surgeon determined that the proper course of action was to increase the size to the implant and the procedure was successful.

Manufacturer narrative:
The device was fully investigated, and determined there is no malfunction that could be identified in the system after the event occurred. The system was performing as expected in all cases. The root cause of the registration issue was determined to be due to poor point collection by the surgeon supporting registration and with a small underhang associated with the plan execution.